Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 262-400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.